Event description:
It was reported that the system would indicate that xrays were still being generated after the footswitch was released, and that the system would begin fluoroing upon boot up.

Manufacturer narrative:
A ge rep evaluated the system and was unable to duplicate the reported problem. System is operating as intended.